Event description:
Caller reported that the display on the pump was malfunctioning, with blacked-out areas near the battery percentage and insulin gauge. There was no adverse impact to the customer's blood glucose level. The customer continued to use current pump.